Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (avf) using ruby coils. During the procedure, the physician advanced a ruby coil using a non-penumbra microcatheter to pack the avf; however, the ruby coil kept finding the outflow vessel rather than remaining within the fistula and, therefore, the ruby coil was removed. While retracting, the physician experienced resistance and the ruby coil unintentionally detached inside of the microcatheter. Therefore, the microcatheter was removed with the detached ruby coil inside. The physician decided to end the procedure and will reschedule a procedure using another technique at a later date. There was no report of an adverse effect to the patient.